Event description:
The rptr did back to back blood glucose tests, about a minute apart, using different fingersticks. The results were 34 and 70 mg/dl. The rptr did not have any symptoms. A control test was in range, 127 (94-140). On followup, the rptr verified that the the above test results were as correct as reported. No harm was alleged.